Event description:
It was reported that before the start of a water vapor thermal therapy, an error 210 (faulty delivery device thermocouple) was displayed every time with 12 different single use devices. Due to this, the procedure was aborted. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.